Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 2 months in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is complete.